Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the ipg site. The patient underwent an explant procedure. The explanted ipg and lead were discarded.

Manufacturer narrative:
Date of event: approximated based on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).

Manufacturer narrative:
Date of event: approximated based on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7031225.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the ipg site. The patient underwent an explant procedure. The explanted ipg and lead were discarded.